Event description:
It was reported that after the atrial lead was implanted and the pocket closed, fluoroscopy revealed that the lead had dislodged. Loss of atrial capture was also noted. The pocket was reopened and the lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.